Event description:
It was reported that during a percutaneous coronary intervention procedure, stent damage occurred. The lesion was severely calcified. After pre-dilation, the physician attempted to cross the lesion using a promus element plus mr ous 2.50 x 38 mm stent delivery system (sds), but the device was unable to cross the lesion. The device was removed from the patient and it was noted the stent was "flared". The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous coronary intervention procedure, stent damage occurred. The lesion was severely calcified. After pre-dilation, the physician attempted to cross the lesion using a promus element plus, mr, ous 2.50x38mm stent delivery system (sds) but the device was unable to cross the lesion. The device was removed from the patient and it was noted the stent was 'flared.' The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination noted that the shaft was severely kinked at approximately 200mm distal to the strain relief. The crimped stent, balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No further damage was noted on the returned device which could have contributed to the reported complaint. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Device is a combination product. (B)(4). Age at time of event: 18 years or older. (B)(4).